Event description:
Physician attempted to remove skin from patients left leg for a chest skin graft procedure. Dermatome was set at proper depth but excessive amount of skin was removed. It was reset to a lower depthbut again excessive amount of skin was removed from patients other leg. The initial area required suturingdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other, invalid data. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: device failed during assembly. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, invalid data. Invalid data - on device destroyed/disposed of status.